Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with this implantable defibrillation lead, recorded a code 1004 indicative of a short circuit condition detected during shock delivery, and a low out of range shock impedance measurement less than 12.5 ohms was observed. This ICD also recorded a code 1007 indicative of capacitor charge time exceeded the limit. The ICD was explanted, and the lead was surgically abandoned. No additional adverse patient effects were reported.